Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare provider reported a right side event of capsular contracture baker grade unknown. This record is for the right side. The device remains implanted.

Event description:
Healthcare provider reported, a right side event of capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec and crease fold. Cloudy in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider clarified right capsular contracture baker grade from unknown to grade iii. Device has been explanted and replaced.